Event description:
Caller ran a back to back test on his device with the following results: 561mg/dl and 235mg/dl. No treatment was received. Caller states that the strips have been exposed to cold and the device has been artificially warmed. No quality controls were used. Requested return of suspect device and replacement was sent.